Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed connecting tube/snake tube coating peeling could not be determined, however, the issue is likely the result of stress due to repeated use, handling or other external factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation the complaint was confirmed and water tightness was lost due to a pinhole in the bending section cover. Also, evaluation found the connecting tube was dented and the channel cleaning brush could not be inserted smoothly due to the connecting tube dent. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the airway mobilescope had air/water leaks during a therapeutic tracheal intubation procedure. The scope was inspected before use and there were no problems. There was no effect on the procedure and the procedure was completed. There was no reported patient harm or impact due to this event. The customer noted the mobilescope went through stelrad sterilization after cleaning. During device evaluation at olympus, it was found the coating of the connecting tube was peeled. The report is being submitted due to peeled coating found during evaluation.